Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Lump/nodule: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. One opening observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Brown particles observed on the surface of the shell. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.